Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on 07/28/2015. The investigation included: evaluation of actual device. Review of device history records. Review of complaints history. Results: the DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 - jan. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: ratingen service centre communicated on the 07-apr-15 there is no service history for cam02 monitor (B)(4). (B)(4). Conclusion: based on the reported failure mode "issue with value on the screen" and the identification of the customer's camcabl requiring to be replaced the root cause of the complaint incident can be determined to the customer's camcabl.

Event description:
It was reported that a cam02 (camino monitor) had an issue with value on the screen. There was no pt injury. Add'l info has been requested.